Event description:
The patient had the battery replaced two weeks before (B)(6) 2024; post-op, he began to experience a shocking sensation in the pocket area, radiating to the stomach area. The shock was painful and mirrored the device cycling setting of 4 seconds on and 1 second off. He presented to his gi that after trying to switch polarities and different combinations between the leads and the case that were proved unsuccessful, he opted to turn the device off for patient comfort. The patient was scheduled for surgery, and a laparoscopic complete system exchange was performed, including moving the pocket from the left to the right abdominal side. The patient experienced pain/discomfort and had the device turned off, which caused his nausea and vomiting to worsen.